Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Following pre-dilation with a 2.5 x 20 mm balloon catheter, a 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status and additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. A visual and tactile examination revealed multiple kinks along the length of the hypotube shaft. Inspection of both the outer and inner lumens, as well as tactile assessment of the entire extrusion, showed no abnormalities. A detailed microscopic examination identified a pinhole leak in the mid-section of the balloon material. The bumper tip exhibited no signs of distal tip damage. A leakage test was then performed: the device was connected to an encore inflation unit, and inflation was attempted; however, the balloon was observed to have a pinhole leak.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Following pre-dilation with a 2.5 x 20 mm balloon catheter, a 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient was stable post procedure.